Manufacturer narrative:
Product complaint # (B)(4). Date sent:(B)(6)2020 additional information was requested, and the following was obtained: what vessel was being stapled? Renal arteries. Was the whole pedicle being stapled? Yes. Where was the site of the bleeding? On the echelon staple line. What was done in the reoperation? Hand sewn anastomosis ¿ over the staple line. Was a transfusion required? No. What is the current patient status? Patient is well.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What vessel was being stapled? Was the whole pedicle being stapled? Where was the site of the bleeding? What was done in the reoperation? Was a transfusion required? What is the current patient status?

Event description:
It was reported that the surgeon used the psee45a- with ecr45w x 2 for a radical nephrectomy at 3:00 pm on thursday the (B)(6) 2020 and at midnight on the (B)(6) 2020 had to take the patient back to theatre as he was bleeding from the staple line. The patient is recovering well,